Manufacturer narrative:
The specimens were drawn in bd lithium heparin plasma tubes and centrifuged at 3,600 rpm for 10 minutes. Per customer, qc recovered within range prior to the event. A system check run in 2009, passed all parameters. There were no event log messages associated with the event. A field service engineer (fse) was dispatched: a) the fse replaced hardware components, and cleaned up reaction vessels (rvs). B) the fse recalibrated accu tni and ran qc with good results. C) the instrument was verified as performing to published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer tested patient sample for troponin (accu tni) and obtained a result of 1.23ng/ml. The sample was re-tested and repeated result was "<0.03ng/ml". A second sample collected from this patient gave an initial result of "high", and a result of "<0.03ng/ml" upon repeat. A sample from another patient gave a result of 0.85ng/ml initially and "<0.03ng/ml" upon repeat. The patient was redrawn and lower result of "<0.03ng/ml" was obtained. All initial results were reported out of the lab, and corrected reports were submitted. Customer did not receive any report of injury or change in patient treatment associated with the event.